Event description:
It was reported that recanalization crossing support catheter was broke approximately 7-8cm from the tip. Another catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.